Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: evaluation revealed that the bumper grip pads were peeled off. The battery compartment is cracked below pad. The display is dim/fading/reddish. The keypad cover is intact. The contrast button responds intermittently. The keypad cover removed and contamination was found under all contacts. Investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim/fading/reddish display, a cracked battery compartment and contamination under buttons. This report is made based on results of investigation completed on 08/27/2015.